Event description:
The information from the left main study indicated that the patient expired forty-one days after the index procedure during the follow-up period. The relationship of the event to the study device and index procedure was reported to be highly probable. Information has been requested regarding the cause of death and if an autopsy was performed but has not been forthcoming.